Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23sep2019.

Event description:
It was reported that the ventilator was displaying a 'vent inoperable'. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 12 november 2019. Date of this report: 12 november 2019. Information was received that the customer declined service and repair of the device. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.